Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
On (B)(6) 2023, it was reported that this patient on peritoneal dialysis (pd) developed peritonitis in their home on (B)(6) 2023. There were no reported allegations of any issues with fresenius products in relation to the event. In an additional follow-up call, the patient¿s pd nurse stated that the patient was experiencing symptoms of cloudy pd effluent. On (B)(6)2023, the patient was seen in the outpatient pd clinic and had a pd culture obtained. Per the nurse, the pd culture generated growth of the bacteria staphylococcus epidermis. The patient was treated with intra-peritoneal (ip) antibiotic therapy on an outpatient basis. The nurse stated the patient continues pd therapy with the same cycler and is recovered from the peritonitis event. The nurse confirmed the patient did not have any fluid leaks or any issues with fresenius device or product in relation to the peritonitis event. The nurse attributed the peritonitis to a breach in aseptic technique during the pd exchange.

Manufacturer narrative:
Clinical review: a temporal relationship exists between the pd therapy with the liberty cycler set and the patient¿s peritonitis event. However, there is no allegation nor any objective evidence that a liberty cycler set malfunction or product deficiency was associated with this event. Peritonitis is a well-documented complication in patients undergoing pd therapy. The patient¿s pd culture generated growth of the organism staphylococcus epidermis which is an organism that is found on human skin. Therefore, based on the reported information, the patient¿s peritonitis can be reasonably attributed to a breach in aseptic technique during the pd exchange, as reported by the patient¿s nurse. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
On (B)(6)2023, it was reported that this patient on peritoneal dialysis (pd) developed peritonitis in their home on (B)(6) 2023. There were no reported allegations of any issues with fresenius products in relation to the event. In an additional follow-up call, the patient¿s pd nurse stated that the patient was experiencing symptoms of cloudy pd effluent. On (B)(6) 2023, the patient was seen in the outpatient pd clinic and had a pd culture obtained. Per the nurse, the pd culture generated growth of the bacteria staphylococcus epidermis. The patient was treated with intra-peritoneal (ip) antibiotic therapy on an outpatient basis. The nurse stated the patient continues pd therapy with the same cycler and is recovered from the peritonitis event. The nurse confirmed the patient did not have any fluid leaks or any issues with fresenius device or product in relation to the peritonitis event. The nurse attributed the peritonitis to a breach in aseptic technique during the pd exchange.